Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device was interrogated and a red screen was displayed and was associated with a "da" code. The local representative was instructed to continue with routine follow-up. The summary report was printed which confirmed the da code. The local representative reported that all required actions were completed. Ts commented that no further actions were required. The available information suggests that the device remains in-service.